Event description:
The device reportedly displayed excessive ECG artifact while monitoring a pt. The ECG trunk cable and lead wire set were reportedly replaced and the artifact continued to be displayed. The pt's outcome and details were not reported.